Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between february 21-23, 2024. H11: the device was received for evaluation. During the evaluation, it was observed that the device contained 31 ml of fluid in the bladder. Further, a visual inspection did not identify any abnormalities that could have contributed to the condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume folfusor, the device contained 31 ml of fluid in the bladder. No additional information is available.